Event description:
Additional information was received listing the cause of death as hemorrhage.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported that during explant of the lead, there was tearing of the superior vena cava (svc). The patient was placed on bypass and expired twenty four hours later.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.